Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient received a shock from the implantable cardioverter-defibrillator on the morning on (B)(6) 2017. Interrogation of the system controller revealed pump stoppage events. Ungrounded power module patient cables were requested and shipped for patient use. The patient was reported as asymptomatic during the event. No additional information was provided.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the information contained in the submitted system controller log file. The log file captured 3 low speed events and 1 pump stoppage event while the system was supported by the power module. Based on the manufacturer's past experience, the events captured appeared consistent with a compromised wire in the percutaneous lead; however, a root cause for the events could not be conclusively determined without a full evaluation of the device. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. No additional information has been provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.